Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited over-sensing of ventricular tachycardia episodes. The patient received anti-tachycardia pacing and the defibrillator had discharged on multiple occasions, but the patient did not receive therapy. The sensing portion of the lead was capped on (B)(6) 2017. The shocking coils remained plugged to the port and a new sensing lead was added. The patient was in stable condition.